Manufacturer narrative:
The info and data provided was reviewed. A large intra-peritoneal drain volume was recorded in drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.

Event description:
The pt called tech support regarding a m22 "safety clamp" error he received on (B)(6) 2013 during his ccpd treatment. Since this alarm, he has not used the cycler. The pt's treatment data for (B)(6) 2013 is as follows: drain: 0: 1369ml. Fill 1: 2407ml, drain 1: 2211ml. Fill 2: 2407ml, drain 2: 2640ml. Fill 3: 2407ml, drain 3: 4402ml. Fill 4: 2404ml, drain 4: 2023ml. Fill 5: 1502ml, no drain 5. Tech support advised the pt to discontinue use of the cycler and to contact his pd rn for further instructions regarding additional treatments. The pt stated that he had already contacted the pd rn and she advised him to continue his treatment manually.